Event description:
A customer reported a malfunction on their pump, identified by a specific code, which was resettable. There was no adverse impact to the customer's blood glucose level. After an initial disconnection, the customer called back, and technical support provided pump reset information, assisting in resetting the pump. The malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue returned.